Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found multiple issues. The reference electrode had yellow tinted fluid. The cuvettes overflowed and the tubing was improperly seated. The fse replaced the reference electrode and ad/dc board and reseated the tubing to resolve the issue. The fse performed calibration and quality control, which all passed. The fse observed no further overflowing and verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported one patient had high results for ion selective electrode sodium, potassium and chloride along with quality control failures on their au5800 clinical chemistry analyzer. The high patient results were not reported out of the laboratory. The customer repeated the patient sample with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.